Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the lead became dislodged. The lead was explanted and replaced with a new lead. No patient co mplications have been reported as a result of this event.